Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a blood glucose level of 62 (mg/dl). Reportedly, customer programmed a decreased temporary basal insulin rate. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.